Event description:
Complainant alleged that the ep lab clinicians were attempting to cardiovert the heart rhythm of a patient (age and gender unknown). The clinicians charged the device, but when they attempted to shock the patient, the device had internally dumped the energy. The clinicians then charged the device and successfully shocked the patient, whose heart rhythm was then successfully cardioverted. The complainant indicated that there was no adverse effefct on the patient as a result of the reported malfunction.